Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the transjugular intrahepatic portal systemic shunt procedure on a female patient, the physician was unable to inject contrast through the sheath without pulling out the catheter first. During the attempt to remove the catheter, the physician met great resistance. He pulled so hard the catheter elongated and the hub came off. The tip of the catheter was noted to have came off under fluro. He was able to pull out the whole sheath with the catheter tip inside it. The physician re-inserted the vein in the same spot and used another cook set. The patient was reported to fine. No additional procedures were necessary. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, instructions for use (IFU), quality control (qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. One used product was returned for investigation. A visual inspection of the returned device found the hub separated from the teflon catheter. Flare is oblong with a material tear/stripping approximately 3.3cm distal of the flare. The hub was not returned. See for assessment of hub separation. Beginning at the distal end hole extending 4.7 cm proximal, the teflon material has suffered an elongation with longitudinal split which separated. The separated segment was not returned. The returned portion of the device measured 65 cm in length with the longitudinal split length measuring 5.5 cm in length. Final inspection for needle for rosch-uchida transjugular liver access set states "verify distal tip of needle is smooth with no excessive sharpness, burrs or foreign matter and is correctly ground. Inspection method: visually examine and manually feel. Verify surface of cannula is clean, smooth and free of dents and deep scratches. Inspection method: visually examine and manually feel." Final inspection for angiographic catheters inspects the teflon catheter states "verify surface of catheter is free of damage and excess bumps or roughness. Wire braided catheter surface must also be free of exposed wires." This device is shipped with our product IFU which states under warnings, "extreme care must be exercised during manipulation and withdrawal of catheter to prevent pulling catheter apart." Based on the event description and visual inspection of the product, the failure mode was likely caused by excess force. The appropriate personnel will be notified and we will continue to monitor for similar events.

Event description:
During the transjugular intrahepatic portal systemic shunt procedure on a female patient, the physician was unable to inject contrast through the sheath without pulling out the catheter first. During the attempt to remove the catheter, the physician met great resistance. He pulled so hard the catheter elongated and the hub came off. The tip of the catheter was noted to have came off under fluro. He was able to pull out the whole sheath with the catheter tip inside it. The physician re-inserted the vein in the same spot and used another cook set. The patient was reported to fine. No additional procedures were necessary. No adverse events have been reported.